Event description:
It was reported the bottom screen may need replacement. It was also reported the clips were damaged. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal lens was contaminated and both bail covers and ring cover were broken. It was also noted that the upper and lower case halves were broken, the battery contacts were compressed, both bails and ring were missing and the battery drawer was broken.